Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that they had lost their verio iq ac adapter. The complaint was classified based on the customer care advocate (cca) documentation since the patient was unable to be contacted, despite numerous attempts, in order to obtain additional information. The patient reported that the alleged issue occurred at an unspecified time on (B)(6) 2016. The patient manages their diabetes with oral medication(s) (metformin - dosage unspecified) as well as with diet and/or exercise, and denied making any changes to their regular diabetes regimen as a result of this alleged issue. The patient stated that they developed the symptom of "sweating" an hour after the alleged product issue occurred. It is not known whether the patient associated this symptom with high or low blood glucose levels, however the patient denied receiving any form of treatment as a result of this. At the time of troubleshooting the cca was unable to resolve the issue. The patient's products were replaced. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of serious injury after the alleged product issue began.